Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4): the reported event required medical/surgical intervention to preclude permanent damage to a body structure and for surgical intervention, medical device removal, delayed union and malunion. This was conservatively coded for bent, there is no indication it was bent in situ. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation (orif) revision surgery of volar distal radius plate fracture due to malunion/delayed healing. The surgeon voiced that plate had probably been over bent in previous surgery. The date of original implant was on (B)(6) 2018. All previous hardware was intact. The patient was revised with another plate and bone graft. There was no surgical delay reported. Procedure was successfully completed. Patient outcome was good.  This complaint involves eleven (11) devices. Please see the linked complaint (B)(4) for the additional one (1) device. This report is for one (1) lcp dia-meta volar distal radius pl 11h shaft/lt. This report is 1 of 10 for (B)(4).